Event description:
Upon reassessment of the reported event, the device was determined to be not reportable as there was no breach in sterility. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, the device was determined to be not reportable as there was no breach in sterility. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical devices: tprlc 133 mp type1 pps ho 17.0 m t1, cat# 51-107170, lot# 3419049; tloc 133 mp sp t1 ppsho 6x97.5 1, cat# 51-109060, lot# 2704424; tprlc 133 mp type1 pps ho 17.0 m t1, cat# 51-107170, lot# 3791250. Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 00883, 0001825034 - 2020 - 00884, 0001825034 - 2020 - 00885.

Event description:
It was reported that sterile packages were identified as damaged. No patients were involved. Attempts have been made and additional information on the reported event is unavailable at this time.